Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced atypical chest pain. Index procedure: (B)(6) 2012 - the patient presented with unstable angina (braunwald classification iib). The 75% stenosed, de novo target lesion was 8 mm long with a reference vessel diameter of 3.0 mm, located in the mid left anterior descending (lad) artery. The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 12mm promus element plus stent, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented with chest pain and was hospitalized. The next day the event was considered recovered and the patient was discharged.